Event description:
While inserting the visiport, surgeon noticed that a small piece of plastic had broken off of the port. It was on the drapes, removed and taken off of the field. Manufacturer response for laparoscope, general plastic surgery, visiport plus (per site reporter): unknown.

Event description:
While inserting the visiport, surgeon noticed that a small piece of plastic had broken off of the port. It was on the drapes, removed and taken off of the field. Manufacturer response for laparoscope, general plastic surgery, visiport plus (per site reporter), unknown.